Manufacturer narrative:
Investigation: the complaint was investigated for system losing ECG signal and cw image during open heart surgery. In this case, based on the description, log review and video of the issue, engineering confirmed that the cause of this issue is an error in the design of the connection of the auxiliary (aux) ECG input of the common physio module (cpm). There are two sources causing this issue. The first source is that the ground connection between the cpm and the aux connector had a small gap that caused the ground not to be properly connected. The second source is that high frequency noise was coupled to the ground line in the aux cable. These made the cpm more susceptible to electrical noise from sources such as the bovie knife used in the operating room. The electrical noise interrupted the communication between the cpm with the rest of the sc2000 system. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after being sedated, the patient underwent an open heart surgery. In the middle of the surgery, the ultrasound system lost the electrocardiography (ECG) signal as well as the continuous wave (cw) image when using the auxiliary input. The physician rebooted the ultrasound system and the functionality was restored. The surgery was continued and completed with the same transducer. It is unknown whether there was a delay in completing the surgery. There was no loss of data and there was no patient adverse event reported. No additional information was provided.